Event description:
It was reported that, an 840 ventilator was not delivering tidal volume. The patient information was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator did not deliver the tidal volume, the battery indication light emitting diode (led) was not glowing, and a screen block alarm was generated. The ventilator was not in use on a patient at the time of the event. A third party service provided inspected the device and reconnected the battery connector and cleaned the graphical user interface (gui) screen and the issues were resolved. The ventilator was reported to be in working condition.